Event description:
It was reported that this implantable lead was part of the system revision due to bacterial infection and sepsis. No adverse patient effects were reported. The implantable lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.